Event description:
Patient stated that she was in the hospital for three days due to diabetic ketoacidosis, renal failure, and dehydration. Blood glucose levels were 600 mg/dl at time of admission and patient was experiencing nausea, diarrhea, and dehydration. The patient was treated with an IV drip and insulin. During her three day hospital stay, the patient's insulin pump timed out and she is calling in for assistance reprogramming it. Blood glucose level is 315 mg/dl at the time of the call and patient is experiencing thirst, vomiting, and dehydration. Patient is treating with insulin injections per doctor's instructions. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.